Event description:
Disconnection of extension t-piece tubing from the hub, resulted in small loss of blood and intervention to replace defective extension connector. Diagnosis or reason for use: prematurity. Event abated after use stopped or dose reduced: yes.